Event description:
Boston scientific received information that patient had non heart related surgical procedure. When programming the device after the procedure, high rate brady pacing was observed which was stopped by turning minute ventilation off. Boston scientific technical services (ts) was consulted and discussed possible interference from hospital monitoring equipment with the minute ventilation feature. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.